Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08165. It was reported the patient is experiencing intermittent as well as over-stimulation. Reportedly, stimulation turns on and off however is resumed by pressing down on the ipg with fingers. Diagnostic testing show all impedances are within normal range except for one contact reading with high values. Reprogramming was attempted to no avail. Therefore, x-rays were obtained of the ipg header. Follow-up identified surgical intervention was undertaken (reference MFR report#1627487-2015-23164) explanting and replacing the ipg with a newer model. Stimulation was restored postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.